Event description:
It was reported that a novum iq large volume pump did not complete the secondary infusion before switching to the primary infusion. The pump had been set with primary and secondary lines, and the primary line was clamped, and the infusion was started. An hour later, it was observed that the pump had switched over to the primary line, but there was still chemotherapy left in the secondary bag. The customer had to reprogram the secondary line again to complete the infusion for the leftover amount of 175 ml that had not pulled. This issue occurred during patient infusion in the srcc ambulatory oncology infusion center. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, h6 and h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted,